Event description:
Literature was reviewed regarding right ventricular outflow tract (rvot) gradient and endocarditis risk after transcatheter pulmonary valve replacement (tpvr). The study population consisted of 226 patients who underwent tpvr with a medtronic melody valve (n = 212) or a non-medtronic sapien valve (n = 14). Of these patients, 37 had a previously implanted medtronic contegra conduit in the rvot. The reasons for the conduit replacements were not recounted. Overall, 26 cases of endocarditis were diagnosed in melody valve recipients. The median time to diagnosis was 36 months (range: 10 ¿ 102 months). During follow-up, 17 deaths occurred, including three that were ¿directly attributable¿ to endocarditis. The circumstances of these three deaths encompassed: coagulase-negative staphylococcal sepsis 100 months post-tpvr (first patient); multi-organ failure secondary to staphylococcus aureus 27 months post-tpvr (second patient); and shock secondary to staphylococcus aureus 18 months post-tpvr and a large vegetation that completely occluded the rvot leading to cardiac arrest (third patient). No details were given about the other 14 deaths. Other adverse events that were noted by the authors: elevated/high gradients and transcatheter valve-related infection.

Manufacturer narrative:
Citation: samayoa jc, carlozzi l, choi c, et al. Serial changes in right ventricular outflow tract gradient and endocarditis risk after transcatheter pulmonary valve replacement. Catheter cardiovasc interv. Published online july 23, 2025. Doi:10.1002/ccd.70027. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.